Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue and menses irregular. Concurrent conditions included menometrorrhagia and uterine enlargement. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems ¿ depression"), menorrhagia ("menorrhagia/abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), urinary tract disorder ("bladder/urinary") and bladder disorder ("bladder/urinary"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the depression, vaginal haemorrhage and anxiety outcome was unknown and the abdominal pain, menorrhagia, metrorrhagia, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: two coils on the left, one coil on the right, normal-appearing cavity. Discrepancy noted: previously confirmation test captured, now reported as essure confirmation test(s) conducted, specify no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: endomyometrium: benign proliferative endometrium, negative for hyperplasia or malignancy, leiomyoma. Cervix: benign cervix without significant histopathologic change. Bilateral fallopian tubes: fallopian tubes with paramesonephric cysts.. Ultrasound pelvis - on (B)(6) 2018: indications: dysmenorrhea conclusion: 2.5 cm posterior myometrial mass, a leiomyoma is favored. 2 left ovarian cysts the largest measures 2.6 cm. Lot number: a45116, manufacturing date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue and menses irregular. Concurrent conditions included menometrorrhagia and uterine enlargement. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems ¿ depression"), menorrhagia ("menorrhagia/abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), urinary tract disorder ("bladder/urinary") and bladder disorder ("bladder/urinary"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the depression, vaginal haemorrhage and anxiety outcome was unknown and the abdominal pain, menorrhagia, metrorrhagia, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: two coils on the left, one coil on the right, normal-appearing cavity. Discrepancy noted: previously confirmation test captured, now reported as essure confirmation test(s) conducted, specify no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: endomyometrium: benign proliferative endometrium, negative for hyperplasia or malignancy, leiomyoma. Cervix: benign cervix without significant histopathologic change. Bilateral fallopian tubes: fallopian tubes with paramesonephric cysts.. Ultrasound pelvis - on (B)(6) 2018: indications: dysmenorrhea conclusion: 2.5 cm posterior myometrial mass, a leiomyoma is favored. 2 left ovarian cysts the largest measures 2.6 cm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received. Lot number received. New events: abnormal bleeding (vaginal), psychological or psychiatric problems ¿anxiety were added. Psych injury was updated to psychological or psychiatric problems ¿ depression. New reporters, plaintiffs information added. Concomitant drugs, conditions and historical conditions were added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue and menses irregular. Concurrent conditions included menometrorrhagia and uterine enlargement. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia/abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems: mental anguish"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), fatigue ("fatigue") and depression ("psych injury/psychological or psychiatric problems ¿ depression"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding"), metrorrhagia ("metrorrhagia"), urinary tract disorder ("bladder/urinary") and bladder disorder ("bladder/urinary"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, menorrhagia, metrorrhagia, vaginal discharge, urinary tract disorder and bladder disorder had resolved and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, anxiety, mood swings, migraine, fatigue and depression outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: two coils on the left, one coil on the right, normal-appearing cavity. Discrepancy noted: previously confirmation test captured, now reported as essure confirmation test(s) conducted, specify no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: endomyometrium: benign proliferative endometrium, negative for hyperplasia or malignancy, leiomyoma. Cervix: benign cervix without significant histopathologic change. Bilateral fallopian tubes: fallopian tubes with paramesonephric cysts. Ultrasound pelvis - on 01-nov-2018: indications: dysmenorrhea conclusion: 2.5 cm posterior myometrial mass, a leiomyoma is favored. 2 left ovarian cysts the largest measures 2.6 cm. Lot number: a45116, manufacturing date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received: new events hormonal changes describe: mood swings, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, heavy bleeding and fatigue added. Outcome for the events vaginal discharge, heavy bleeding and pelvic pain updated to recovered / resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), urinary tract disorder ("bladder/urinary") and bladder disorder ("bladder/urinary"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, metrorrhagia, urinary tract disorder and bladder disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : case become incident. Events added- abdominal pain, psychological trauma, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder. Reporter added, patient demographic added, essure removal date added, product indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.